Manufacturer narrative:
Other, other text: one cadd solive vip pump was returned for investigation due to it reportedly giving a "cassette not attached" message. It was received intact and in "good" condition. A device history review, DHR, was performed subsequently to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional test was performed to duplicate the reported problem as well as attaching a cassette to the pump. The reported problem wad confirmed as a result of a non-reactive dso (downstream occlusion sensor). There was no notice of fluid ingression. The dso sensor was replaced, and a full preventative maintenance and functional test was again performed., corrected data: h6) there was no patient involved in the reported event.

Event description:
It was reported that cadd solis pump had a cassette not attached alarm. No adverse patient effects were reported.